Event description:
The customer called ascensia customer service to seek assistance with the contour® next link 2.4 meter. During the troubleshooting, it was found that the customer's readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.the contour® next link 2.4 meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
Despite three follow-up attempts, the customer did not return the device for evaluation. Therefore, the in-house contour® next link 2.4 meter with serial #(B)(6) and the in-house contour® next test strips from lot # 4aheg05a were used for in-house testing, using blood spiked with glucose at 135 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. Additionally, the device history record was reviewed for the suspected contour® next link 2.4 meter with serial # (B)(6) and no manufacturing anomalies were found. The customer's age in section a2 has also been updated.